Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test or self test due to display anomaly. Unable to confirmed pump error 53 due to unexpected lashing medtronic logo. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection all connectors were plugged in properly and no moisture damage noted during visual inspection. Unit also received with the following cosmetic damages: scratched case, pillowing keypad overlay and cracked case (battery tube). In conclusion unable to conformed pump error 53 due to unexpected flashing medtronic logo. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarm. Troubleshooting was performed for the keypad anomaly, and the customer reported that the buttons were unresponsive and the pump was not exposed to moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.